Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Clinical information and video review: this patient was scheduled for a combination cataract/vitreoretinal surgery. During the first portion of the case, there was an issue reported where there was ¿weak irrigation and anterior chamber (ac) instability.¿ the settings were changed from 25 mmhg to 60 mmhg. However, the irrigation as ¿weak.¿ the pak was switched out. It was noted that the cataract surgery portion was ¿completed¿. A capsular rupture was observed by the customer. Additional information states the pak ¿was switched out a second time, also without marked improvement¿. Information states the surgeon aborted the case, however; there was no additional related information provided to support this. A video was submitted for review. The video is one hour and thirty minutes (1:30) long. The video was not audible, consumables being switched out were not showed, and numerical values for settings were also not shown in the video. However, the instructions with the video asked the clinical analyst to review the footage for the case which begins at the fourteen minute and forty second (14:40) marker. The video begins with an already prepped eye (complete with lid speculum). Cortical spoking is visible and is located from 9 o¿clock hour to 12 o¿clock hour. The surgeon begins the case with a (small) main incision creation, followed by a paracentesis incision. The manual capsulotomy was then performed. Phacoemulsification is then completed. There was difficulty visualizing the phaco all the way through (due to the fact the camera (or microscope) was off-centered, and the full frame was not always visible. The irrigation/aspiration (I/a) tip is inserted (via main incision) the wound was difficult to clear for entry. The surgeon used forceps to help guide the I/a tip in. Then the surgeon immediately removed the tip. The I/a tip was shown being cleared outside the eye, then being re-inserted (port-side up). As I/a continues, movement within the eye is difficult to visualize. The whole eye kept moving in and out of frame. The I/a is then complete, and the surgeon pulls the I/a tip away from the eye. The intraocular lens (iol) was attempted to be placed, when the surgeon pulled the instrumentation back and put topical iodine onto the eye. The iol instrumentation was then placed into the main incision and the iol is set into place. After the iol insertion, one of the haptics of the iol became lodged, between the cornea and on top of the iris. The surgeon attempts to move the haptic back with the cannula (unsuccessfully). Following this, the surgeon can be seen grabbing a blue semicircular plastic (malyugin capsular tension ring-ctr) and pulling it into the insertion device. This was followed by the surgeon inserting the ctr into the anterior chamber (ac), via the main incision. During insertion of the ctr, the ring twisted in into an ¿s¿ shape, instead of the expected ¿c¿ shape. Crossing over the central point (over and in font of the placed iol). The surgeon can bee seen trying to manipulate the ring back into a ¿c¿ shape and the eye appears misshapen. The surgeon uses forceps to retrieve the blue plastic ring. Upon the ring being removed, it appears as though the back of the capsule is scratched or pierced. Following this the surgeon attempts again to move the haptics with the cannula then with forceps (unsuccessfully). The surgeon then resorts to pulling the iol towards the main incision, (moving the lodged haptic outside the eye). Then the surgeon uses scissors to cut the iol in halves. Both halves are removed via main incision. Retrobulbar injections are then administered, and the vitreoretinal portion of the surgery begins. Following this, the first trocar is placed and then the infusion cannula is placed into the first trocar. Trocars two (2) and three (3) are set into place. The surgeon can be seen removing the infusion cannula and then placing it back into the trocar (twice). The light pipe is inserted into trocar 3 and the vitrector is inserted into trocar 2. The surgeon placed a gonioscopy lens over the cornea and begins the vitrectomy portion of the case. The lights come back on, and the surgeons (gloved fingers) can be seen palpating the eye near trocar 1. The light pipe is removed, as well as the infusion cannula. Both are switched. The iris can be seen migrating toward the main incision. The infusion cannula is then inserted into trocar 3 and the light pipe is inserted into trocar 1, then removed again. The infusion cannula is removed from trocar 3 and put back into trocar 1 again. A second paracentesis was created at the 4 o¿clock hour. A cannula was inserted and was used to push the iris away from th main incision. The surgeon can bee seen for several minutes palpating the eye for tension before the video ends at fifty minutes and three seconds (50:03). Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. The returned product was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the product. The ball in the drip chamber¿s check valve moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The product could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The infusion, irrigation, and aspiration pressure and infusion flowrate were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. Cleaning process was able to be performed after functional test had completed. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that irrigation failure and anterior chamber instability occurred, and then ruptured capsule arose during cataract and vitrectomy combination surgery. There was no medical treatment given to the capsular rupture. The pak was replaced with another one and vitrectomy was started. However, irrigation pressure was weak. Despite the set value was changed, irrigation was still weak. The surgery was cancelled. There was no information about patient impact. This report pertains to cassette involved in this reported event.